Manufacturer narrative:
(B)(6). PMA/510(k) #: preamendment. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a single lumen polyethylene central venous catheter used to administer medication and tpn in an infant was found leaking. The line was implanted in the right subclavian vein on (B)(6) 2019 and explanted on (B)(6) 2019, and failed during treatment. Medications including ranitidine, amino acids, and fat emulsion between others were used with this catheter. The device was secured to the patient with sutures and an additional bandage for central catheters. The catheter was not processed in any form before the placement date and no ancillary devices were used at the time of failure. The patient was a (B)(6) month old female weighing (B)(6) kilograms. The activity level of the patient was normal for a child of 3 months at room air in the neonatal intensive care unit. The patient has no known allergies. X-ray imaging was performed to confirm the catheter was still in position. An additional procedure was required in order to place another catheter.

Manufacturer narrative:
Investigation / evaluation: a review of the complaint history, device history record (DHR), instructions for use (IFU), and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the complaint device lot: (9793672) and the related catheter component lots revealed no recorded non-conformances. A database search found this to be the only event associated with the provided complaint device lot. As there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Additionally, there is no evidence to suggest that the compliant device was not manufactured to specification. Cook also reviewed product labeling. The device is supplied with IFU (c_t_ulmbh_rev5), which includes the following: "warnings: do not power inject contrast medium through catheter. Catheter rupture may result. Use of 10ml or larger syringe will reduce the risk of catheter rupture. Precautions: if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. For heparin coated devices, standard flushing procedures are recommended." Based on the information provided, no product returned, and the results of our investigation, a definitive root cause was not established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. Investigation - evaluation. It was reported by (B)(6), ¿the catheter leaked.¿ on (B)(6) 2019 a 3-month-old female patient, weighing 2.6kgs, required the placement of a single lumen polyethylene central venous catheter (rpn: c-pmsy-301j, product lot number: 9793672) into the right subclavian vein for the administration of total parenteral nutrition (tpn) and medications. On an unknown date, the catheter was noted to be leaking (unknown the exact location of the leak). On (B)(6) 2019 x-ray imaging was performed and the catheter was confirmed to still be in proper position. However, it was decided to perform an additional procedure. The patient had the leaking device explanted and another similar device (unknown rpn or product lot number) was placed successfully to continue treatment. No other adverse patient events were reported. The complaint device was received for evaluation on (B)(6) 2020. The complainant returned one used and 17 unopened single lumen polyethylene central venous catheter trays. A visual exam of the complaint device found that the catheter was split and had a hole near the hub. The material was noted to have a "melted" appearance. A leak test was performed and it was noted that the catheter leaks. Based on the information provided, examination of the returned product, and the results of our investigation, a definitive root cause was not established. It is possible the suture was wrapped around the catheter, causing damage to the catheter. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.